Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
During the first two attempts to place the capsule onto the patient's esophagus, the device tip started entering the trachea. The capsules were retrieved. The third attempt was successful and the capsule was placed without incident. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing this procedure for approximately five years. Lubricant was not used to facilitate capsule placement. No known adverse events were reported.